Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects:" loosening, of the implants can occur due to loss of fixation, non-union, bone resorption¿ and ¿muscle and fibrous tissue laxity or excessive activity can also contribute to these conditions.¿

Event description:
It was reported that patient underwent a reverse shoulder arthroplasty (B)(6) 2011. Subsequently, the patient reached out and felt a pop and was unable to lift his arm. A revision procedure was performed on (B)(6) 2015 due to disassociation of the humeral tray. The humeral tray and bearing were removed and replaced.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty in (B)(6) 2011. Subsequently, the patient reached out and felt a pop and was unable to lift his arm. A revision procedure was performed on (B)(6) 2015 due to disassociation of the humeral tray. The humeral tray and bearing were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: lot number and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.